Manufacturer narrative:
A beckman coulter customer technical support (cts/hotline) assisted the customer with troubleshooting. The customer replaced the photometer lamp per cts's advice to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of erroneous bun (blood urea nitrogen), ast (aspartate aminotransferase) & alt (alanine aminotransferase) results from the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.